Event description:
In 2009, pt reports that a day prior, her blood glucose was 548 mg/dl. Pt reports she was able to program a 4 units bolus using the standard bolus feature while on the call. She states her blood glucose has been running in the 300 mg/dl range for a month now. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.